Manufacturer narrative:
A1: patient identifier: requested, cannot be given due to government regulations. A2: age & date of birth: requested, cannot be given due to government regulations. A3: patient sex: requested, cannot be given due to government regulations. A4: weight: requested, cannot be given due to government regulations. A5: ethnicity: requested, cannot be given due to government regulations. A6: race: requested, cannot be given due to government regulations. B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal deice anchor did not come out of the sheath. Digital subtraction angiography (dsa) procedure was performed for the patient prior to use of closure device using a 5fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The stick was with ultrasound (us). The issues were with deployment. There were no other devices or equipment used with the involved device. The patient condition is stable. Minimal blood was less than 200cc's. Hemostasis was achieved by manual compression. There was no patient harm.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation; the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).